Event description:
A pump battery depletion issue was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.